Event description:
On (B)(6) 2011 physician stated device is not pacing correctly. Pt has intrinsic conduction with ventricular escape. Noise on both channels rv/ra competitor leads. No adverse patient effects reported. Remains in service. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).